Event description:
It was reported that when the anchor was to be used, it was discovered ¿the tip of the anchor was collapsed and thus it could not be used.¿ the tip of the anchor was ¿misaligned¿ and ¿slightly misshapen.¿ the issue was reportedly discovered ¿when the product was opened for use.¿ a different anchor was used as a result of the event. It was noted the physician ¿thought that it was misshapen due to problems with management conditions and temperature.¿ there were no patient symptoms or outcome reported. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# n422842, product type: accessory. (B)(4).